Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r the reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The caregiver reported the cause of the event was "recalled minicaps led to an infection". The caregiver further reported not notice anything abnormal with the minicaps or minicap packaging the patient presented to the clinic and was given unspecified antibiotics. It was not reported if the patient was hospitalized for the event. The patient reported they were informed the lab results were negative for infection. Action with pd therapy was not reported. No additional information is available.